Event description:
Consumer stated "just bought today and she used them, and the very sharp green bristles fell out. Very sharp and one stuck in her gums." She was able to pull it out. No injury but feels it could have been very dangerous to a child. Product not returned.